Event description:
It was reported by service report that the customer alleged that the unit will not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power coil cord.